Manufacturer narrative:
Method - (testing not performed). Results - (product not returned). Conclusions - (no eval will be performed). Common tape application technique: always apply tape to skin that is dry, clean and free from soaps, chemicals and oils. If needed, apply a skin protector and allow it to dry before using tape. Avoid using tincture of benzoin, as it can be a skin irritant. Apply tape without tension & smooth from the center out. Allow at least 1" of tape around dressing edges. Do not secure one end of the tape and apply tension while securing the other end of the tape. This may induce skin trauma in blistering or skin tearing. Maximize adhesion by firmly pressing or rubbing the tape into place on skin, tubing or appliances. Common tape removal technique: loosen all ends of the tape strips, or edges of dressings. Grasp the full width of the tape and slowly and gently pull the tape back over itself toward the wound to minimize distribution of healing tissue. Tape should be removed in the direction of hair growth whenever possible, if this will not disturb the wound area. Keep the tape close to the skin surface as you pull it back, and support the skin immediately adjacent to the strip being removed.

Event description:
Customer reports that the cloth adhesive tape (cat) was applied to a child during orthopedic surgery. The pt developed redness and swelling of the skin on the face, neck, and shoulders. A benadryl IV was given in response to the skin reaction. Nurse stated that several products had been applied to the skin before the tape was applied. Nurse also stated they have changed protocol for products that are applied to the skin before the tape is applied. There was not any medical treatment given in response to the skin reaction.